Manufacturer narrative:
G4:23apr2021; b4:27apr2021. A philips field service engineer (fse) was dispatched to the customer site. The fse confirmed the reported issue and replaced the front bezel to resolve the reported issue. The device passed performance verification testing. Parts were received and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Even date: (B)(6) 2020. Date of this report: (B)(6)2021.

Event description:
It was reported to philips that the device's navigational ring was not functioning. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.